Event description:
It was reported that a sling procedure was performed in 2002. The patient was having difficulties voiding approximately two weeks post-op. The doctor performed a cystoscopy two weeks post-op and saw the tape in the posterior urethra. Two days later, the tape was cut transurethrally but this resulted in an urethrovaginal fistula. The fistula was repaired with a martlus flap.